Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the effort to double-click the tower door was unsuccessful. A field service engineer replaced the latch to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed tower door.the customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication.there were no adverse events or injuries reported based on this event.